Event description:
The dr reported observing a corneal burn within five seconds into the phacoemulsification procedure. The pt is expected to recover fully. The machine was checked out and was found to be functioning properly.

Manufacturer narrative:
The returned handpiece was examined and tested. The handpiece nosecone was severely damaged and was pushed in on the horn. This condition made the handpiece unusable and prevented testing of the product. The nosecone was repaired in order to allow for testing. A temperature rise profile was performed and the handpiece was found to be functioning within the specification.